Event description:
Information received by medtronic indicated that the insulin pump had received replace battery now alarm and was not turning on even after inserting fully charged batteries. The insulin pump did not receive low battery alert prior to replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated it was not the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged display anomaly, battery power loss alarm found on (B)(6)2022. Pump received with a frozen screen at medtronic logo on the display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify battery power loss alarm due to frozen screen. Cut and open the pump perform visual inspection found no moisture damage on electronic assembly, motor, vibrator. Swapping out test boards confirms display anomaly is isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case. Unable to confirm battery power loss alarm or battery alarm due to frozen screen. Frozen screen at medtronic logo is isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.